Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed an air bubble in the cartridge tubing. The customer's blood glucose level was 211 mg/dl. Tandem technical support assisted the customer with priming out the air bubble.